Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. There was a spike in pacing impedance; capture threshold had increased, and the lead was fractured. The detections were turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.